Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose which went down to 35 mg/dl. Customer was treated with food. Customer did not use auto mode during low blood glucose event. Customer stated that they received calibration not accepted and change sensor. Insulin pump will not be returned for analysis.